Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the dissection tip was inspected and the or staffs reported that the tip was cloudy and they could not see through. The or staffs claimed that the image quality is not great. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the lens tip surface might not be considered clear and is suspected to be on the inside of the dissection tip. An imaging test was performed on the returned dissection tip compared to a reference dissection tip and the images were not comparable for clarity and appeared to be cloudy as reported. The reported observation is confirmed. A lot history record review cannot be performed because the lot number was not provided.